Event description:
The hospital reported an error resulting in loss of mechanical ventilation during a case. The patient was switched to manual ventilation and case resumed. Clinician switched back to mechanical ventilation and case completed. There was no patient injury.

Manufacturer narrative:
A ge healthcare service representative performed a checkout of the system but did not confirm the reported issue. Requested patient information 03/22/22 and 04/04/22. No information provided to date. Unique identifier: (B)(4). Legal manufacturer: hcs (B)(4).